Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch and ventralight st on (B)(6) 2013 and/or (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.addendum per additional information provided:(B)(6) 2013 - patient was diagnosed with recurrent incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex st (device 1). Per op notes, "an incision beneath the umbilicus, a ventralex st (device 1) was placed using prolene sutures." (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh using echo ps (device 2). Per op notes, "adhesions were dissected free from the previous mesh. A ventralight st mesh using echo ps (device 2) was placed to the abdominal wall using tacks."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided.root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course.note, the manufacturing date (15-dec-2012) is considered to be a best estimate.updated fields: a2, b3, b4, b5, b7, d4 (product catalog no, UDI no, lot no, expiry date), d.6a, g1, g3, g4, g6, h2, h4, h6, h10this supplemental emdr represents the bard/davol ventralex st (device 1). An additional supplemental emdr was submitted to represent the ventralight st mesh using echo ps (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch and ventralight st on (B)(6) 2013 and/or (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.